Manufacturer narrative:
The field service engineer (fse) noted fluid leaked from the red blood cell (rbc) aperture housing. The fse replaced the aperture housing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported less than two milliliters of blue fluid leaked from the tubing involving the coulter lh 780 hematology analyzer. The customer noted fluid accumulated in the tray beneath the bath and dripped onto the chassis below the bath shield assembly. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.